Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed. The actual sample was visually inspected and pressure tested upon receipt. Microscopic inspection did not find any definitive defects in the welded areas. The unit was then gradually pressurized in a water bath to roughly 1000mmhg and held for 30 seconds. The sample was found to not leak. The sample was then connected to a bpm head and the test was repeated, during which the sample was found to leak. Due to the unit leaking when attached to the bpm head, it is believed that the leak occurred at the thermowell; however, the exact location of the leak could not be determined. There were no leaks at the joints or connections of the shunt sensor as originally reported for this event. A review of the device history revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. The root cause was identified to be shipping and handling paired with the coupling of the sensor to the bpm head causing enough stress to result in a leak from the thermowell position. The reported event of a leak at the joint was likely due to the large blue bore cap not being sufficiently tightened onto the unit after gas calibration. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass there was a leak at the luer of the shunt sensor. Calibration was completed successfully. When the shunt sensor was placed into the circuit and circulated, it began to leak blood. The joint was tightened but the leak did not stop. Blood loss of a few mls. The product was changed out. Surgery was completed successfully.